Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Image guide placement of right chest midpoint was completed via the right internal jugular vein. The procedure was complicated by the shearing and retention of approximately 2cm of nitrex wire. Percutaneous and endovascular retrieval of wire attempted but unsuccessful.